Event description:
It was reported that pump experienced malfunction indicated by code malf 16, with no notable events occurring beforehand and fault information available. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using old pump as backup therapy, and technical support arranged replacement pump.